Event description:
Customer reported receiving a no delivery alarm during the manual prime. Customer's blood glucose reading at the time of the call was 121 mg/dl. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, displacement, prime and excessive no delivery test. No excessive no delivery alarm noted. The device was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.